Event description:
Additional information that the pacing thresholds were stable and isometric testing, pocket manipulation, and lead integrity testing did not show any noise or lead issues. It was suspected a potential lead calcification at the level of the coil or pocket fibrosis rather than a lead mechanical issue nevertheless further testing is advised to further verify lead integrity.

Event description:
The case was discussed and ts recommended lead integrity testing to be done and pocket manipulation. In addition possibly performing a synchronous shock testing to verify the shock impedance measurements was also discussed by ts. The field representative performed deep troubleshooting in the hospital without finding any abnormal measurement and no noise during real time impedance checks and electrocardiograms. In additional pocket manipulating and isometrics were performed with no issues noted. It was noted that the physician will decide when to perform the synchronous shock at the next device follow up. The system remains implanted at this time.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones and it was noted that out of range shock impedance measurements were observed when it comes to this right ventricular (rv) lead. A review by boston scientific technical services (ts) was pending. No adverse patient effects were reported.

Event description:
Additional information noted that a low energy commanded shock was delivered at a follow up for this patient and the shock values showed to be within normal range. The physician elected to continue to monitor this value until the next follow up. No additional adverse patient effects were reported.